Event description:
The tbm alleged to have sip n puff on the chair and when does command it does the opposite for example if does command to go left chair goes right, no injury, tbm could not provide any further information...(B)(4).